Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without return of the device or additional information the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Through follow up with the healthcare provider, edwards learned that a 25mm 2700 pericardial aortic valve was explanted after approximately five (5) years due to aortic stenosis. The 25mm valve was replaced with a non-edwards valve. No additional information regarding this surgery or hospitalization was provided. There were no complications reported.